Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection of cefepime 1 gram in the night bag. At the time of this report, the patient outcome was unknown and treatment with cefepime was ongoing. Dianeal therapy was ongoing. No additional information is available.